Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of revg1045 showed no other similar product complaint(s) from this lot number.

Event description:
The line was placed (B)(6) 2010, the pt found a small amount of blood around the catheter site. Pt went to the hosp, blood was noted in both lumens. Pt was admitted with chest covered in blood. The catheter had fallen out about 2 inches. Dr ordered a tunneled catheter for plasmapheresis for systemic lupus. On (B)(6), went in to have cath implanted but then they said a port was needed. Radiologist insisted on a port (non-bard) and then the next day the pt had to have the port replaced with the hemocath. Pt got epinephrine which is allergic to. Itching because of epinephrine and having continued respiratory issues. Tachycardia, also related to the epinephrine. (B)(6), pt noted seepage of blood from tunneled cath. Went to ER. Went back for ivig treatment and they said tunneled cath didn't look right but left it alone. Got stitches out 2 days later at hosp but when they went to flush the blue side, couldn't get blood return. Three of 8 treatments were no blood return. Gushed yellowish, bloody fluid, so pt worried about infection. Continued to drain. On (B)(6) 2011, pt got in showed and had biopatch and red blood was on biopatch. Taped the cath and went to hosp. Blood in both tubes, clotted. Dialysis rn said it needed to be taken out. Blood was gushing everywhere. Took 20 minutes to stop gushing. Cuff was visible and the catheter was dangling, only partially in. Rn took it out to stop bleeding. Pt has been treated for continued infection, IV antibiotics. Pt still feverish. Still feels an "abcess" in jugular vein. Pt is currently on oral antibiotics, and under care of a dr that is trusted. Pt has vasculitis and lupus, so hardness along the vein in the neck and has a clot in neck which has been diagnosed. Pt does not feel this was the catheter, but is upset that no one listened when told something was wrong. Pt feels the catheter was incorrectly placed. Pt feels that if she hadn't been at the hosp at the time of the event, she would have bled to death.